Event description:
In 2009, the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging the one touch ultra 2 meter read imprecisely. The medical surveillance specialist reviewed the customer care advocate (cca) documentation. The reporter said that in the last back-to-back test, the results were 535 and 366 mg/dl, performed within 10 minutes of each other. She said that another time she tested the patient's blood sugar and obtained results of 213 mg/dl and immediately retested and obtained a result of 113 mg/dl. Based on statistical criteria, the difference between both sets of results falls outside the expected value of <=20%. The reporter thought the 213 and 113 mg/dl readings were normal and therefore did not give any treatment but she said that after a while the patient started "sweating profusely" and she had to take him to the emergency room. When they got to the ER they tested his blood sugar and obtained a reading of 14 mg/dl. They gave the patient food and drink to treat the symptom. The patient is a year old and has hypopituitarism for which he takes steroids and hydrocortisone. It was determined during the troubleshooting telephone call the testing technique was correct and the puncture area was cleaned correctly. The test strips were within expiration dating and in good condition. The code on the meter matched the code on the test strip vial. The meter was set to the correct unit of measure. This complaint is being reported because the reporter alleged the meter results were inaccurate and imprecise and later was treated for hypoglycemia in an ER.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.